Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose due to his onetouch ultralink meter displaying an "error 1" error message. Per the onetouch ultralink user guide, this message may mean there is a problem with the meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began the day before he contacted lfs for assistance at approximately 6:30am. The patient reportedly manages his diabetes with 5u of humalog and 24u of lantus insulin and reportedly skipped both doses of his insulin at 9am on (B)(6) 2011 as a result of not being able to test. The patient claimed he experienced symptoms of "thirst, frequent urination and anxiety" approximately 5 hours later at 2pm. It is not known if the patient received any form of medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and a replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, did not administer his insulin and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.